Manufacturer narrative:
Chipping was observed on different parts of the surgical light (yoke, bulb cover caps, central axle). The root cause of this event is the use of a cleaning product which is not recommended into the user's manual. This degraded condition is detectable by inspection before use of the surgical light and during the annual preventive maintenance program. In this hosp, the maintenance of surgical lights is performed, an estimate for repairs is being provided. Getinge inc. Submits this report on behalf of the device mfg facility. Facility provides product failure, investigation, analysis and resolution for the device described in this report.